Event description:
Customer states they tested their blood glucose and the result was 475mg/dl. They dosed 15 extra units of humalog. They began to feel tired after that and took a nap. They were discovered about 3 hrs later unconscious. They were taken to the hosp, 10 hrs later a lab was done and the result was 154mg/dl. They were given an IV and released. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.